Manufacturer narrative:
(B)(4). The lot number 13g012 was manufactured between july 12, 2013 and july 16, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was received containing approximately 105 ml of fluid in the bladder. Upon receipt, flow was not visually observed at the distal luer. A forced prime was attempted but flow was still not observed. Microscopic examination of the flow restrictor showed evidence of micro-air bubbles blocking the fluid path in the lumen of the glass capillary located inside the flow restrictor housing. The evaluation confirmed the reported condition. If additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that one infusor device did not infuse as intended. There was no patient injury or medical intervention was in association with this event. No additional information is available.